Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. In this case, the device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during advancement the balloon became compromised and/or damaged against the anatomy or other devices used in the procedure; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional armada devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. No calcification or tortuosity was noted. Atherectomy was performed and then 3 armada 18 percutaneous transluminal angioplasty (pta) catheters were used. Two armada 18 6.0x120 mm pta catheters ruptured on the first inflation to 7 or 8 atmospheres (atm), and an armada 18 6.0x80 mm pta catheter also ruptured on the first inflation to 7 or 8 atm. There was no noted resistance during advancement or removal. A non-abbott balloon was used last and also ruptured. A supera self-expanding stent was then successfully deployed to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.